Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0x40, 75cm gladiator¿ balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material approximately 1mm distal to the distal edge of the distal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0x40, 75cm gladiator¿ balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.